Event description:
A malfunction on a pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code recurred, and they acknowledged and understood the instructions.